Event description:
On (B)(6) 2021 it was reported by the registered nurse that the patient was initially admitted for a diagnosis of peritonitis. Follow-up with the nurse did not yield any additional information aside from the patient gender identified as a female. The specific patient could not be identified, and no information related to the peritonitis could be recalled.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  Clinical investigation: it is unknown if the patient was a fresenius patient or utilizing any fresenius products prior to the hospitalization; therefore, it cannot be confirmed if there is a temporal relationship between pd therapy utilizing a liberty select cycler with cycler set and the patient event of peritonitis. There is no documentation in the complaint file to show a causal relationship between the peritonitis and use of the liberty select cycler or cycler set. All dialysis treatments include risk of infection due to a compromised immune system and dialysis techniques increasing the potential of microbial contamination. Based on the limited information the liberty select cycler and cycler set can be excluded as the cause of the patient¿s reported peritonitis.

Event description:
On (B)(6) 2021 it was reported by the registered nurse that the patient was initially admitted for a diagnosis of peritonitis. Follow-up with the nurse did not yield any additional information aside from the patient gender identified as a female. The specific patient could not be identified, and no information related to the peritonitis could be recalled.

Manufacturer narrative:
Correction: a3.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
On 27/dec/2021 it was reported by the registered nurse that the patient was initially admitted for a diagnosis of peritonitis. Follow-up with the nurse did not yield any additional information aside from the patient gender identified as a female. The specific patient could not be identified, and no information related to the peritonitis could be recalled.